Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Patient reason and clinical reason for explant was blurry vision. The iol was exchanged for non-company standard monofocal lens model 2 months 9 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that a company, 23.0 diopter, (1.5 extended depth of focus) lens was replaced with a non-company, 22.5 diopter, monofocal lens model. The account indicated the product was not available to evaluate. Additional information was provided that, in the surgeon's opinion, the product did not cause or contribute to the event. The surgeon indicated the diopter need to be changed. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is:(B)(4).